Event description:
During evaluation of a returned spectrum iq pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and a loose speaker was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had low audio. The cause was identified to be the loose speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.